Event description:
It was reported that three debris shields, and three fibers were burned. The procedure was not completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was field service at the user's facility. The console was inspected. The lens for the fiber port assembly and the first relay mirror on channel 3 were replaced. In addition, the cooling system was vented and refilled. After replacing the fiber port assembly and the first relay mirror, the issue was resolved. As result, the console was functioning as intended and within manufacturers specification. Therefore, the reported event was confirmed.

Event description:
It was reported that three debris shields, and three fibers were burned. The procedure was not completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.